Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in netherlands: "overinfusion" according to the customer: "easypump should take 24 hours, but at the patient the easypump was already empty by 20 hours. The same batch was also used on another patient, but the pump took 23.5 hours. Unfortunately, the easypump is no longer available to send. The pharmacy has already indicated that they have followed the protocols for preparation and use."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.